Event description:
It was reported that implant removed due to infection poly insert/abnormal wear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Material analysis: in-vivo service related damages to the articulating surface of the insert included burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. The asymmetry of the damage suggested that the knee may have been misaligned or unstable. Explantation related damages were observed on the anterior portions of the device. There was no evidence of manufacturing or material defects on the returned ultrahigh molecular weight polyethylene (uhmwpe) tibial insert. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
As of (B)(6) 2014 sales rep indicated that the left side was the operative.